Event description:
The patient reported after wearing the pod on her left leg for less than 24 hours. She noticed redness and an infection at the site. She then went to the doctor who advised her to go to the emergency room. Upon arrival at the emergency room, she was placed on an intravenous treatment and for the infection, and they performed incision and drainage of the site. She was also given antibiotic and she stated the doctor did suggest that this may be caused by the patient not properly cleaning the site prior to applying the device.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to assess if any product condition could have contributed to the patient's infection. Qualification and sterilization records were reviewed and the product lot met all acceptance criteria.